Event description:
It was reported that the biomed stated that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected 6 actual 28, chiller temperature (t4) was 32.0, no water in chiller tank. Failed mixing pump, requested a quote for 2000-hour service. Per sample evaluation results on 06feb2025, primed to fill, tank seals torn and cracked. O-rings on chiller pump leaking around the old seals.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. No water in the chiller tank upon filling the device leading to the calibration error 80. Serviced mixing pump. Primed to fill. Performed pm procedure. Tank seals torn and cracked. O-rings on chiller pump leaking around the old seals. Serviced circulation pump. Replaced heater, manifold o-rings, drain valves, tank tubing, tank seals, o-rings. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device failed calibration error 80 (water check time out - unable to reach calibration temperature). Expected 6 actual 28, chiller temperature (t4) was 32.0, no water in chiller tank. Failed mixing pump, requested a quote for 2000-hour service.